Event description:
Per tbm the dealer states the patients dad called in advising dealer that the son is jumping off ramps with the wheelchair and has caused damage to chair from this abuse. Per tbm, (B)(6) had possible issues with chair, the upholstery torn the side frame may be damaged and the seat rails stressed. Tbm called in the abuse to chair to keep the repairs from being covered under warranty.